Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage, but the tamper seals were removed. There was no evidence found in the device's event history log. Functional testing was conducted, the reported problem was duplicated as the air detector was loose. It was determined the root cause was unknown. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was loose on the device. It is unknown if there was patient involvement, no adverse patient effects were reported.